Event description:
It was reported that during an unk procedure, the stapler had a staple failure. It did not make the sound response and opened the staple line, and it was necessary to open another stapler so that it could perform the staple. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 5/22/2026 d4: batch # 133d25 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number of 133d25 / 00cdh33b , and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so, what was cut partially, washer or tissue? If yes/no, was there any issue with the cut? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.